Event description:
It was reported that the p waves displayed during a non-sustained ventricular tachycardia (ns-vt) episode were "barely imperceivable." The device appeared to be sensing and the physician stated, the p waves were between 2.5-3.0 millivolts, but the physician could not "see" what was going on during the episode. The technical services representative explained that the electrogram (egm) is auto-gained on stored episodes and the gain on the atrial egm may have been affected by the artifact at the beginning of the strip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).